Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 458mg/dl at the time of incident. The customer was treated with insulin pump for high blood glucose level. Customer also reported that battery compartment had crack. Customer states the insulin pump did show signs of physical damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with cracked case behind the insulin pump at the corner of the belt clip rails.